Event description:
Covidien received info of 840 ventilator becoming inoperable. The malfunction did not occur during pt use.

Manufacturer narrative:
(B)(4). The covidien technical support engineer (tse) troubleshot the issue with the customer over the phone. The customer was advised to replace the breath delivery (bd) central processing unit (cpu). Covidien was not authorized to service the device.